Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The investigation is in process. The olympus service center evaluated the subject device and was unable to duplicate the event. The visual inspection on the as is received condition of the device was within normal limits except for the metal portion of the housing on the camera head has light minor scratches however the light minor scratches and does not affect any function of the device. The camera head was tested with a retained video connector of a test otv-s200 visera elite ii video system center and no issues were identified. The camera head was then placed inside a water leak tester and submerged in water for approximately 3 minutes at a pressure of 490hpa and no leaks identified. The customer's ch-s200-xz-ea was burned using the otv-s200 visera elite ii video system center for approximately 5 hours while randomly pressing the switches through out the burn-in, and no issues were identified, no shock felt. This device was also inspection by production and as per production's findings "unable to duplicate the ur experience regarding " shock when pressing the buttons" unit passed all functional and leak test. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer under this MDR report number 2951238-2022-00431.

Event description:
Hold taaron 6.16the customer reported to olympus the operator received a shock when an unknown button was pushed during an unknown procedure. A request for additional information was sent and the customer responded no additional information was available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the event was not confirmed. The legal manufacturer could not determine the probable cause. Olympus will continue to monitor field performance for this device.